Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot#: (B)(6), ubd: 11-jul-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that a lead replacement surgery was performed, due to a high impedance issue. The impedance results were not provided in the initial report. In pre-op, an impedance check could not be performed, because the implanted neurostimulator (ins) was dead. The lead was completely removed and replaced on (B)(6) 2024. And was discarded by the customer, so it will not be returned for analysis. The issue was reported to be resolved. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient did not report any falls or trauma. They were not aware of when the previous high impedances had been read, but after replacement there were no high impedances.